Manufacturer narrative:
Other relevant device(s) are: network bulkhead connector. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system would not communicate with the imaging device. There was no patient present when this issue was identified.

Manufacturer narrative:
Additionally, it was reported that testing was done and it was completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a system checkout had been completed and the issue could not be recreated. It was noted that everything was operating as it should.